Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed as per the requirements. The device passed all quality control tests prior to leaving abbott manufacturing facilities for distribution.

Event description:
It was reported that a patient presented to the emergency room (ER) with bradycardia. Upon examination, device interrogation revealed that the right ventricular (rv) lead exhibited no capture, even at maximum output settings. Further investigation showed that the distal end of the rv lead was broken. The rv lead was explanted and replaced. The patient was in stable condition.